Event description:
It was reported by provider that where the mast connects to the base of the rps350-1 lift has a lot of play in unit. The provider states after tightening the bolt that attaches the mast to the base it is loose in a few days. The last issue has repeated. He states the unit still has quite a bit of play.